Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that they had a blank display. The customer stated their drive support cap was not damaged. The customer also reported the insulin pump had a rattling noise. The customer's blood glucose was unknown. The insulin pump will be returned and replaced.